Manufacturer narrative:
One (1) 3i t3® non-platform switched tapered implant 5 x 10mm (bost510) was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the event. Measurements match drawing. Cal3845 (due: (B)(6), 2022) functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 30 (universal) and was used for approximately 3 months, and 26 days. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01. Information identified: precautions, sterility, storage and handling. Per the applicable IFU, improper techniques can lead to implant failure. Additionally, all dental implants are supplied sterile and are labeled sterile. All products sold sterile are for single-use before the expiration date. DHR review: DHR review was completed for the subject lot number (2020120266). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number (2020120266) for similar events and no other complaint was identified. Review completed utilizing keywords: cannot be determined post market trending review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event (cannot be determined) or product (bost510). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did not occur. Additionally, the reported event could not be verified/determined as the exact details of event were unknown/non-verifiable. Sections updated: b4: date of this report g3: date investigation results were received g6: type of report and follow up number h2: follow up type h3: device evaluated h6: adverse event problem codes h10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient ID not provided. Patient weight not provided.

Event description:
It was reported that the implant was removed for an unknown reason. No additional details were provided by the customer. Tooth #30.